Manufacturer narrative:
Continuation of d10: product ID: 97745 (serial: (B)(6); product type: 0201-programmer patient; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97745 (serial: (B)(6); product type: 0201-programmer patient brand name intellis; product ID: 97755 (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that the recharger was not working anymore. The patient stated that they used it yesterday and they were able to get the ins to 30% before they had to stop charging. The patient mentioned that when they unplugged the recharger yesterday, something shocked them. Pss asked clarifying questions but the patient was not sure if the shock was from the implant or the recharger cord. The patient stated that when they went to charge last night, the controller was not recognizing that the recharger was plugged in. The manufacturer's patient services specialist (pss) walked the patient through resetting the controller and inspecting for damage. The patient confirmed no visible damage to the recharger cord or pins. The patient noted that the last couple pins on controller port were not as shiny and are darker. The patient plugged recharger into the controller but implant would not charge - the patient saw the normal group screen with controller at 70% and implant in red. Pss reviewed to monitor implant charging with replacement controller and to call back if the issue persisted. The issue was not resolved. A replacement controller was sent out. Additional information was received from the patient. It was reported that the patient called back in stating that they received their replacement controller, and as they were going through the pairing process to pair the controller to their implant, they noted they cannot get past connect the recharger. The patient attempted to unplug and re-plug the recharger back in, and the screen would will not advance, and the controller would not recognize the recharger being plugged in. The issue was not resolved. A replacement recharger was sent out.

Manufacturer narrative:
The device with product ID 97755, lot#/serial# (B)(6) was retuned for product analysis. Analysis found that the plastic guard on the end of the recharger connector was broken as it is being chewed by animal. H11: product analysis is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The product ID 97755, lot# serial# (B)(6) was returned for product analysis. The analysis found that the plastic guard on the end of the recharger connector was broken and is being chewed by animal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.